Event description:
The catheter came off the handle proximally, so the physician pulled the catheter back manually and depolyed the stent successfully. The physician did not hit target zone: he depolyed another protege stent distally and was successful.